Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and console was booted with no issues. The cause of the controller failure is impellatronics epm firmware corruption. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a controller failure that was resolved with replacing the console with a backup. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.